Event description:
Related manufacturer reference number: 2017865-2023-51530; it was reported that a loss of capture and device sensing problem was noted on the right ventricular (rv) lead. On (B)(6) 2023, the patient presented to the clinic, and a chest x-ray was performed revealing that the rv lead pulled back and the right atrial (ra) was dislodged. An increase in the capture threshold was observed on the ra lead. Programming changes were made to address the rv and ra lead issues. The patient was stable the patient was stable but was not feeling well.

Event description:
Additional information received notes ventricular standstill due to right ventricular (rv) lead dislodgement. Rv lead revision was performed (B)(6) 2023.

Manufacturer narrative:
Correction: b5 and h6 updated to correct the event.

Event description:
Additional information received notes right ventricular (rv) lead was oversensing the dislodged atrial lead. Oversensing resulted in ventricular standstill. Atrial lead revision was performed on (B)(6) 2023.

Event description:
Additional information received notes that on (B)(6) 2023 the physician elected to cap and replace the atrial lead. The right ventricular (rv) lead was found to be working properly and nothing done to the rv lead. The patient condition was stable before, during, and after the procedure.